Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the 7fr companion sheath was caught on inside of the impella peel away. Companion tip appeared scrunched on the tip where it was caught and would not advance. Also, the 13fr introducer tip split and it was exchanged. The impella was placed, and pci was completed. There was no harm to the patient.